Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Trunk-ipsilateral leg component was deployed in the right side and a contralateral leg component (plc181200j/15216371) was deployed in the left side. Another contralateral leg component (plc181000j/16006714) was deployed inside the ipsilateral leg. The patient tolerated the procedure. On (B)(6) 2017, computed tomography (CT) showed that there was a narrowed area around terminal aorta in the left leg (plc181200j/15216371). It was reported that plc181200j/15216371 was compressed by the ipsirateral leg which had double endoprosthesis. On (B)(6) 2017, reintervention was performed just in case. An additional contralateral leg component was deployed inside plc181200j/15216371. Ballooning was simultaneously performed in the bilateral leg with kissing technique. Intra-procedural angiography confirmed that the narrowed area was successfully expanded and no issue was reported. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Conclusions code is updated.